Event description:
It was reported that the patient had no longer had any speech perception. There was feeling of discomfort. The patient also experienced a severe electrical shock sensation. Testing showed that there were no impedances or voltages available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.